Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision, during which, the physician relocated the ipg. The patient was reportedly doing well following the procedure.